Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump was not responding to the button pressing and the notification light continued to blink with a blank display. Also had crack on the back side of it. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device passed the sleep current measurement, active current measurement self test and displacement test. No blank display noted or keypad anomaly noted during testing. However, device received with corroded electronic assembly and motor assembly during visual inspection. Device received with cracked case(battery tube), cracked battery tube threads and missing display window cover.